Manufacturer narrative:
Amt was notified that a g-jet was removed from a patient and a replacement device was placed. Upon removal of the device the enclosed spring had come dislodged from the tube and there was a noticeable hole at the distal end of the tube. There was no record of harm to the patient provided and no patient complications resulted from the attempted removal of the device. Amt attempted to obtain further information about the usage, device and patient however the information provided was very minimal. The device was discarded at the time of removal and was not available for return therefore, the device could not be evaluated and device failure could not be confirmed. A device history review could not be conducted as the device was not returned and no lot number was reported with the complaint. Based on the provided information the reported incident is not believed to have been caused by a manufacturing defect. We have assigned complaint # (B)(4) to this report and will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Upon removal of a g-jet the wire spring was exposed and there was a hole near the g port on the tube. This made the tube change very difficult for the staff.